Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened all buttons dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the all button was harder to press. Customer¿s blood glucose level was unknown. Customer had random no delivery alarm. Customer confirmed that the time clock was advancing. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.